Event description:
A power-on-reset (por) condition was reported on the pt's device. The pt met with the company rep who did not see the por message and noted that the programmed settings appeared to be normal. The pt subsequently reported seeing the message again. Battery measurements were unable to be taken because implanted device kept poring. It was reported that stimulation would not stay on and that pt's parameter settings were fairly normal with amplitude settings around 5v and 4 programs available using 3 electrodes. Impedance measurements could not be conducted to confirm due to device poring. Device will be returned after replacement.

Manufacturer narrative:
(B) (4).